Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm during the priming test at 4 pounds. The motor error alarmed during the basic occlusion test due to faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call high blood glucose, compromised force sensor system alarm message and motor error alarm on the insulin pump. Customer's blood glucose level was 452 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process insulin squirted out. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.